Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). After a 6f non-boston scientific (bsc) guide catheter and a non-bsc guidewire crossed the lesion, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. Intravascular ultrasound (ivus) and 6x40 eluvia stent were placed in two sites of sfa and dilated with a 4x40 non-bsc balloon and the procedure was completed. No patient complications were reported.